Manufacturer narrative:
Follow-up # 2 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was displaying an "error 5" message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged error message began to appear on (B)(6) 2015 between 12:00-12:30pm. The patient informed the csr that she manages her diabetes with oral medication (metformin, glyburide) and insulin (unknown type; once at night). The patient denied taking any action regarding her usual diabetes management regimen as a result of the alleged issue. However, the patient reported developing symptom of "dizziness" two and a half weeks after the alleged issue began. In response to the symptom, the patient reported contacting her health care professional (hcp) for advice who walked her though a blood and control solution test. No additional treatment was specified. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and confirmed the correct testing process was being followed. The csr noted the patient was testing with test strips that were stored correct and were not expired or opened past their discard date. The csr noted the test strip completely drew in the blood sample. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptom does not meet lfs' serious injury criteria, nor did she receive any medical intervention due to the reported issue. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed, however a secondary issue was noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.